Event description:
A report was received that the patient is having difficulty charging the ipg due to the ipg being flipped in the pocket. The patient will undergo an explant procedure.

Event description:
A report was received that the patient is having difficulty charging the ipg due to the ipg being flipped in the pocket. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient decided not to proceed with the explant procedure.